Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure unrelated to this event, high, out of range, high lead impedance was observed on the ra lead. The lead was capped on (B)(6) 2016 and a new lead was implanted. Patient was stable and tolerated the procedure well without complications.